Manufacturer narrative:
.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted pump. A pump printout from (B)(6) 2016 indicated the pump was used to infuse 500 mcg/ml at 75.05 mcg/day. The pump IFU (indication for use) was listed as intractable spasticity. It was reported that the pump was empty (dry). The patient had withdrawal and sepsis. Pump refill labeling was reviewed. The pump was refilled at the (B)(6). It was unknown if the patient was experiencing symptoms before or after the refill occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.